Event description:
The reporter stated that the screw broke upon insertion into an "on- lay" graft during a tibiotalocalcaneal (tcc) fusion. The surgeon did not countersink or drill prior to attempted insertion of the screw. The screw broke at the shaft upon insertion. There was no unusual pressure placed on the screw during insertion. The distal part of the broken screw remains in the graft. Another screw was inserted in a different direction. There was no adverse outcome for the patient. The outcome is expected to be good. The length of the procedure was prolonged by about five minutes.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated, based upon the reported information.